Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during the prime process. The customer stated that the alarm prevented her from completing the prime process. The customer did not know the blood glucose reading, as she had not yet tested. The customer did not observe any significant events leading to the alarm. She stated that the insulin pump had a normal drive support cap and had not been dropped or bumped leading up to the alarm. She was advised that, during seating, the force sensor may not have detected the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked case at a reservoir tube window corner, a cracked reservoir tube window, a cracked belt clip slot and a missing end cap sticker.